Event description:
It was reported that the device had failed binary switches. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Annex b: b21. Annex c: c21. Annex d: d16. Annex b: b01. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the field technician stated syringe module issue of ¿failed binary switches¿ was confirmed on two (2) devices during the investigation. On 25nov2024, the syringe modules were received unboxed and with paperwork. Testing demonstrated the syringe modules failing the flange release switches test with the use of asft program in the bd san diego operation¿s lab. An internal inspection identified the plunger leaf spring not properly pushing the flange switch to activate the sensor when the flange switch is being pressed externally. The syringe modules will be returned to bd san diego repair center for normal processing and recommend replacing the plunger leaf spring. The failure investigation report will be attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary switches. There was no patient involvement.